Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2015. Date of issue is an approximation. The reaction was located at the point of contact between the sensor patch and the patient's skin. The patient's father stated that at the time of insertion the patient's skin is clear and as sensor wear continues the outer edge of the adhesive patch begins to show redness. The patient's father stated that he had discussed this issue with the patient's pediatric doctor who recommended to parents that they might use the steroid cream previously prescribed for unrelated eczema. The patient's father was unable to recall the specific date of intervention. In addition to this the patient's father stated that he was also using a prescribed fluticasone, neosporin over the counter(otc), vaseline intensive care lotion (otc), hydrocortisone (otc), other general (otc) moisturizing lotions some of which are specifically identified for use with eczema. The patient's father stated that from time of treatment to the time that the skin returns to normal appearance and healthy skin was about 2 weeks. At the time of contact, the patient was continuing to have ongoing reactions with each sensor. No additional event or patient information was provided.